Event description:
Caller reported a malfunction on the pump, specifically a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. Customer received assistance in resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue happened again. Customer planned to load a new cartridge and resume insulin therapy independently.